Manufacturer narrative:
The customer was able to resolve the leak and verified repairs per established procedures. Beckman coulter (bec) field service was not dispatched to evaluate the instrument. (B)(4).

Event description:
The customer reported a leak from pinch valve pv37 inside a coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated in connection with this event. The customer replaced tubing through pinch valve pv37 to resolve the leak.